Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date ¿around april 1st¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized and treated with unspecified antibiotics and antifungal medication for the event. The nurse reported the patient was discharged approximately two months after admission "as the patient was improving". On an unreported date, the pd catheter was removed due to not ¿taking fluid¿, and the patient was switched to temporary hemodialysis. No additional information is available.